Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Analysis of the returned device found that the needles and sutures were not returned. The exit ramp was dislodged from its original position and was found distal to the monorail hole confirming the reported event. A guidewire will not pass through the monorail hole if the exit ramp is dislodged. There was a dent on top of the exit ramp and evidence of loctite found on the proximal end of the exit ramp. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint database was performed and there were no similar complaints within this lot at the time this investigation was performed. Based on the analysis of the returned device the root cause for the dislodged exit ramp could not be determined and there does not appear to be any indication of a product quality.

Event description:
It was reported that a physician trained in the use of the device attempted pre-closure placement of the prostar xl sutures in the femoral arteriotomy site prior to a transcatheter aortic-valve implantation (tavi) procedure. Reportedly, a guide wire (0.035inch) could not be reinserted into the guide wire exit port to retrieve the device. A piece of plastic at the guide wire exit port moved backwards and the guide wire could not be reinserted. The physician made a cut proximal to the plastic to reinsert the guide wire. A second prostar device was used to successfully close and achieve hemostasis at the puncture site. There were no reported adverse patient effects. Though requested, no additional information was provided.